Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of loose motion and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced loose motion. On (B)(6) 2011, the patient experienced peritonitis, not requiring hospitalization. On (B)(6) 2011, the patient began treatment with continuing daily ip injections of fortum 1gm and reflin 1 gm. At the time of this report, the outcome for the event of peritonitis was resolving and the outcome for loose motions was not reported. Dianeal therapy was ongoing. The nurse assessed the event of peritonitis unrelated in relation to dianeal pd2 ultrabag therapy, however did not provide an assessment of causality for the event of loose motions.